Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Voluntary medwatch received states that the patient's right ventricular (rv) lead exhibited high bipolar pacing impedance. No intervention or changes were reported and the patient's condition was unknown.